Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a colectomy, the instrument jaw became locked on tissue while working on the greater omentum. The device was removed by using another instrument to pry the jaws off. The device knife was described as protruding from the jaws. There was no pt injury.